Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were noted. Review of the session records revealed possible myopotential oversensing. Isometrics and deep breathing to reproduce oversensing were advised. Programming changes and dft were suggested. Programming changes were made.